Event description:
Reportable based on device analysis completed on 12sep2025. It was reported that the balloon failed to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon failed to cross the lesion. The procedure was completed successfully using another method. No patient complications were reported. However, device analysis revealed that blade was detached.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection identified no issues with the hypotube shaft. Additionally, the outer and inner lumen and tactile examination of the entire extrusion identified a break in the inner lumen 1mm distal to the proximal markerband. The balloon had a complete circumferential tear and was detached from the device. Microscopic examination identified that the distal segment of one blade (approximately 3mm in length) was detached with the blade pad intact. No damage was observed to the other blades or the blade pads. Tip showed no signs of tip damage. No other issues were identified during the product analysis.